Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000117033.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg and lead migration. Surgical intervention was undertaken wherein the system was explanted and replaced. During the procedure the neurosurgeon accidentally pulled out one of the leads. Effective therapy was restored. Note : it is unknown which lead is related to this issue.